Event description:
A surgeon alleged that a patient's femoral precice nail appeared to have had stopped lengthening after approximately three (3) weeks of implantation.

Manufacturer narrative:
The device was removed and the patient was implanted with a new precice nail, without incident. To date, the patient is doing fine and has completed their lengthening treatment with precice. A DHR review revealed that there were no deviations from manufacturing process and that the device was released within specifications.